Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) of 33.3mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the black box shows two unexplained por events on event date (B)(6) 2016 at 17:58 and 18:07; deliveries resumed at 18:16. The last basal delivery was on (B)(6) 2016. There was no damage found to battery compartment or returned battery cap. Returned battery cap is able to attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. The returned battery cap contact measurements are in specifications. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The tdd¿s add up correctly and reflect the users programmed basal rates. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.